Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that his vns therapy programming handheld power cord was broken. Cord was subsequently returned to manufacturer for analysis. An analysis was performed on the ac adapter and the reported complaint was verified. Visual inspection identified that the connector to the handheld device was damaged, and the ac adapter could no longer charge the handheld main battery.